Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation. The device evaluation found a white foreign material in the auxiliary jet channel. In addition to the reportable malfunction, the following were noted: the universal cord had a wrinkle; due to clogging of the auxiliary jet channel in the control unit, water could not be supplied; the light guide lens had a crack; the objective lens had a chip; due to a pinhole on the bending section cover, the insulation resistance value at the distal end did not meet the standard value; due to a scratch on the distal end, a pinhole on the bending section cover, and wear of the scope cover packing, water tightness was lost; the suction cylinder had no color; the scope cover had a crack. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer did not provide facility cleaning disinfection and sanitization (cds) practices. The device evaluation was conducted and the reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Additionally, the observed foreign material in the device sub-water channel could not be identified and a definitive root cause of the could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and did not detect microbiological growth. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.